Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. The reported problem (reset after pulse delivery) was not duplicated. The monitor was functional upon receipt. Electrode belt sn (B)(4) was fully functional upon receipt. An investigation into monitors exhibiting the same issue found that the root cause for the reset is noise from the defibrillator pca high-voltage capacitors propagating on the main battery wire on the monitor c/a board. A real-time review request for a design change to address this issue was submitted to FDA on (B)(4) 2015. Device manufacture date: monitor sn (B)(4) - 05/2013; electrode belt sn (B)(4) - 12/2013.

Event description:
A zoll distributor reported that a (B)(6) pt was treated on (B)(6) 2015. The pt was found unconscious on the bathroom floor by a friend. The belt had deployed gel. The pt was transported to the hosp and placed on telemetry. A review of downloaded data shows that the lifevest detected a ventricular tachycardia at 09:54:33. The lifevest deployed gel and delivered a treatment at approx 09:55:00. The monitor reset following the treatment. Due to data loss during the reset, the rhythm at the time of the treatment and the post-shock rhythm are unk. Due to the fact that the pt was in vt prior to the treatment, it is likely that an appropriate defibrillation was delivered. The pt ended use while in the hosp.